Manufacturer narrative:
This report is filed on may 15, 2019.

Manufacturer narrative:
This report is submitted on march 11, 2019.

Event description:
Per the clinic, the patient experienced pain with device use and subsequently the device was explanted on (B)(6) 2019. The patient is scheduled for reimplantation; however, this has not occurred as of the date of this report.